Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 6atm. The device was removed in a normal method. The procedure was completed with another of the same device. No complications reported and patient condition was good post procedure.